Manufacturer narrative:
Occupation: administrator/supervisor.

Event description:
Information was received indicating that air was penetrating into the tubing of a smiths medical cadd administration set after flushing. There was no reported adverse event.

Manufacturer narrative:
Information was received on 27-jan-2021 indicating that under delivery was noted in this event and tubing had to be changed to resolve the issue which interrupted therapy.